Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air in line alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air in line alarm was found in the pump's event history, but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that the pt experienced an increase in symptoms. A pump motor stall was confirmed. The stall was noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2011; was not MRI related. The pump was replaced on (B)(6) 2011. The pump contained lioresal 2000 mcg/ml. The pt recovered without sequela.